Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported on behalf of consumer that, in the past she had developed an ulcer on her left eye while using monthly lenses from another manufacturer. She switched to alcon¿s daily disposable contact lenses. However, after using these lenses very carefully, by not over wearing and not sleeping with the lenses on, she again developed ulcer on the left eye, which was very similar to the previous ulcer. The current status of consumer¿s eye is unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).